Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the customer's blood glucose (bg) level was 375 mg/dl, which was addressed with a manual injection. The customer was able to successfully change the cartridge and resume insulin delivery.